Event description:
New information received states that the ipg was explanted and replaced. Therapy was restored post procedure. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator had intermittent connection with the clinician programmer and the patient programmer and connection was lost. A surgical intervention is anticipated in the near future to help resolve the issue. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.